Event description:
The customer reported they were having problems with movement of vertical column. During a steroid injection case, the vertical column would not raise or lower. Patient was positioned by using the fluoro table movements and no harm was caused to patient.